Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient went too far, pulled the patient line, broke the transfer set and did not clamp off the line prior to disconnect. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered during use of the homechoice (hc) device. This occurred during drain five of five of peritoneal dialysis therapy while the patient was not connected. It was discovered that the home patient connected two patient line extensions. The hp stated they went too far, pulled the patient line, and broke the transfer set. The hp stated that they drained out a lot of solution before they were able to clamp the line. There was no patient injury or medical intervention associated with this event. No additional information is available.